Manufacturer narrative:
Image review: six media files were provided for review. The event refers to a valve implanted in a previously implanted non-medtronic surgical aortic valve. Depth assessment was performed in the cusp overlap view which appeared to be approximately 3mm below the base of the surgical valve. Depth assessment was attempted in the left anterior oblique (lao) view; however, there was significant parallax in the valve thus it is not possible to determine accurate depth. A depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, the next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. The valve was released, and final depth appeared to be shallow but stable. The post implant angiogram did not show any significant aortic regurgitation, and post implant gradient is unknown. Evidence shows that a post implant dilatation was performed which visibly caused valve dislodgement. Subsequently, a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was implanted va lve-in-valve and a post bav was performed to "crack" the surgical valve. The deployment started at the bottom of the pigtail. Prior to dislodgement, the valve was at 3 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). The valve dislodged aortic to a depth of -2 mm on the ncc and -2 on the lcc.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012109271); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012229254); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. After deployment, the physician performed a post-dilation using a 26mm true balloon, despite recommendations not to post-dilate. This caused the valve to become dislodged into a supra-annular position, requiring a second valve to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the dislodgement was due to the post-implant dilation interaction. This event does not indicate device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.